Event description:
A physician reported that during the intraocular lens (iol) implantation surgery, there was many incidents where the lenses was not transparent (whiteish appearance). The physician also added that the lens lost their transparency and appear to be covered in a film.

Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).